Event description:
The customer reported that during priming, the IV set leaked at the base of cylinder. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The IV administration set has been requested for investigation, but not received to date.

Manufacturer narrative:
.